Manufacturer narrative:
Result: cracked head-end left side rail panels.

Event description:
It was reported by service report that the head-end left siderail, the outer hoop and both inner and outer panels were damaged, and possibly there was fluid intrusion. No pt involvement or adverse consequences were reported.